Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-dec-18 indicated the software card used to clear the pending alarm was aau01 and serial number (B)(4). It was also noted that the pump was returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a pump that was not implanted yet. It was reported that there was a pending alarm, and the pump hadn't been implanted yet. It was reported that the pump had stalled (B)(6) 2017 at 10:46 and recovered on (B)(6) 2017 at 04:31. The rep reported that the pump was not near a magnet . The rep did not have a second pump and would discuss whether the doctor would want to proceed with implanting the pump with the pending alarm. No further complications were anticipated/reported.